Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during the load process. The customer's blood glucose level was 300 mg/dl. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.